Manufacturer narrative:
Product event summary: analysis was able to confirm the complaint of the screen not responding to the stylus touch. The overlay was reseated with the printed circuit board (pcb), and the stylus was re-calibrated with the touch screen. It was also noted that the keyboard connector was damaged and the left keyboard hinge was broken, so both were replaced with functional parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen does not work, specifically the screen was not responding to the stylus and would not detect the stylus even after calibration. The programmer was returned for service. There was no patient involvement.